Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stated that the cause of the explant was undetermined. The healthcare provider clarified that the device was explanted because of documentation from an emergency medicine physician that the patient was complaining of urinary retention and left leg weakness. There were no concerns about the implant on a CT scan and there were no complaint made related to the implant. The healthcare provider explanted the entire system on 6-may due to concerns about being liable due to documentation from another physician about when the patient arrived at the emergency department.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's healthcare provider (hcp) notified the rep that following their implant on (B)(6), the patient's system was explanted on (B)(6). Caller stated hcp reported that when patient went home the day of implant, that night, the patient fell and was brought to ER with complaint of left leg weakness. A CT was performed and caller asked hcp if anything was seen on the CT that was related to the system and if that's what led to the explant. Hcp stated the CT didn't show anything that was related to the system but something happened that led to the explant. Hcp didn't have time to talk further with the caller to explain why the system had to be explanted. Caller didn't have patient's weight. The caller was not with the patient.

Manufacturer narrative:
Concomitant medical products: product ID:977c165, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6), 2022. Product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-apr-2026, UDI#: (B)(4).